Event description:
Surgeon was using the device to dissect and it quit working so he removed it from the field and retrieved another one. After surgery, it was noted that a piece of the plastic tip was missing.this device has been reprocessed 4 times. Device was flushed in ultrasonic washer, sent through automated washer, inspected and packaged, and steam sterilized.